Event description:
Additional information was received that the aortic insufficiency was severe and trace paravalvular leak (pvl) was also reported. The basilica procedure was pre-planned due to a small valve-to-sinotubular junction (vtstj).

Manufacturer narrative:
Image review: two media files were provided for review. The media files show an evolut bioprothesis implanted in a failed medtronic evolut valve. It was reported that the failing mechanism was aortic insufficiency. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include but are not limited to prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-ofround configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Of note, the safety and effectiveness of a corevalve evolut r bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. Updated b.5, d.4, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years 6 months following the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, aortic insufficiency was reported and a second valve was implanted valve-in-valve. A basilica procedure was successfully performed on the right coronary cusp (rcc). No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.